Event description:
Reporter stated that pt's blood glucose was measured, on the accu-chek mobile system, with a result of 83 mg/dl. Pt's blood glucose was immediately retested, on a physician's device, with a result of 50 mg/dl. Reporter noted that pt self-treated by eating dextrose. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Event description:
Reporter stated that patient's blood glucose was measured, on the accu-chek mobile system, with a result of 83 mg/dl. Patient's blood glucose was immediately retested, on a physician's device, with a result of 50 mg/dl. Reporter noted that patient self-treated by eating dextrose. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).

Manufacturer narrative:
The event occurred in (B)(6).